Event description:
On (B)(6) 2010, pt reported the infusion device down button was not functioning properly. This was noticed when pt tried to adjust her basal rates and the infusion device display did not change. Up button continued to function as intended. Pt has used this infusion device for several years and boluses 3-4 times a day. Down button pops up after it is pressed. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.